Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support instructed the caller on proper button operation techniques and assisted in removing the pump from its case, but the issue persisted. Consequently, it was decided to replace the pump. The customer reverted to backup therapy using multiple daily injections to ensure uninterrupted insulin delivery.